Event description:
The cusa excel 36khz handpiece (c2602) was returned to service & repair for evaluation, and when tested by the integra technician, the device was overheating. There was no patient involvement.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - on evaluation, the handpiece failed the incoming test: the amplitude was fluctuating and inconsistent, and the handpiece was overheated. The issue was due to the transducer and coliform failure. The transducer, coil form and housing assembly were replaced. The handpiece was tested and passed all the testing parameters. Root cause - the root cause was confirmed as transducer & coilform defective. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
N/a.